Manufacturer narrative:
Device was received with all its features working properly. No anomalies noted during testing. Device p-cap or reservoir locked properly in place and the pump passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had retainer issue. Customer reported that there was physical damage to the insulin pump's retainer ring. No harm requiring medical intervention was reported. The device will be returned for analysis.